Event description:
It was reported that this right ventricular (rv) lead exhibited amplitude out of range measurement. This lead remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported. The lead was returned for analysis.